Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed and resulted in an inappropriate shock. Additionally, small signal amplitudes were noted. Technical services (ts) discussed performing provocative maneuvers and checking the electrode to header connection. The drop in signal was unable to be reproduced with manipulation. Noise was able to be recreated however was not sensed by the device. The vector was reprogrammed from primary to secondary to mitigate further oversensing. The system remains in service. No adverse patient effects were reported.